Event description:
It was reported to philips that the customer was unable to acquire images with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed as planned by using x-ray. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to capture images using the wired footswitch. Review of the system log file confirmed the malfunction in footswitch. Upon troubleshooting fse found the footswitch was defective. To resolve this issue, fse replaced footswitch. The defective footswitch was returned to philips for analysis and identified failure as the button, joystick, handle, switch was not working correctly. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.